Manufacturer narrative:
On (B)(6) 2020, the patient reported that the wound site appeared to be infected. On (B)(6) 2020, the patient saw the implanting clinician to follow up on the condition. The implanting clinician noted that the wound seemed to be infected and prescribed oral antibiotic treatment (type, dosage, duration unknown). The patient also received IV antibiotic treatment. The physician decided to explant the devices on (B)(6) 2020, to prevent potential further infection. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, the infection was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The stimulator was sterilized per specification. The cause of the infection is unknown/no problem found.

Event description:
Stimwave quality has investigated the details for a report of skin irritation and infection, submitted to the stimwave complaint system on september 14, 2020, by clinical representative (cr).